Event description:
It was reported, "twelve minutes later after the simplex got into pt, the pt began to reflect. After rescue, the pt died."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.